Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device and could confirm the reported issue. As troubleshooting, the stirrer motor was replaced. All functional tests positively passed, and the unit was put back into service. Complaints database review revealed no further similar events since unit's installation date. No concerning trend was highlighted for the reported failure mode. Based on above evidence, the root cause of reported event was traced back to a jammed stirrer motor, likely due to the wearing developed over years with potential contribution of disinfectants' action during cleaning procedures. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in india. Circulation motor was stuck and giving noise, therefore in order to solve the issues it needs to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message (e07 code) associated to stirring mechanism blocked or too slow. The issue occurred during priming. There was no patient involvement.